Event description:
A customer contacted a baxter technical service representative (tsr) regarding a 2240/2367 system error that happened in dwell 3 of 4 of their automated peritoneal dialysis therapy. The home patient (hp) stated he found the supply bag had become disconnected. The tsr had the home patient (hp) cycle power, and system error 2367 occurred. The tsr had the hp turn off machine, instructed the hp to disconnect and contact the nurse about the alarm, and the missed therapy. The patient was re-instructed on proper procedures per the user manual. The sample is not available. The patient came into the clinic with a case of peritonitis in 2009. The patient was given ancef 1 gram at an unknown frequency for the treatment of peritonitis.

Manufacturer narrative:
The sample was requested, but it is not available for evaluation.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).